Event description:
It was reported that the patient¿s caregiver removed the cgm sensor prior to a CT scan and the ilet displayed a ¿connect cgm or enter bg for bg run mode¿ alert; blood glucose values were being manually entered and the alert persisted until a new sensor would be applied. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included user support and education. Investigation of this case revealed expected device behavior when operating in bg run without an active cgm sensor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated sensor removal for a medical procedure with normal alert functionality.